Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to poor wound closure/healing at incision site. The physician assessed that an infection was not suspected and was confident that these symptoms were not device related. The explanted devices will not be returned as they were retained by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45 , serial: (B)(6), batch: 7087706. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55 , serial: (B)(6), batch: 7093810. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55 , serial: (B)(6), batch: 7093843.